Event description:
Reporter alleged obtaining a discrepant blood glucose result of 252 mg/dl back to back with a result of 122 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she took 2.5 mg of glyburide after obtaining the last result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.